Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2324bcc serial/batch number (B)(6) was received for investigation. Visual inspection noted damage to the anchor along the threads and the distal and proximal end. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion, which involves prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor was deformed during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. Ar-1922p and ar-1927ptb-45 were used to prepare bone socket. The anchor was deformed during insertion. No fragments were left in the patient and the patient bone quality was normal. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc.